Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of delirium. The patient had post-surgical aggression, and no other findings. Laboratory diagnostic testing was performed including hemogram, ionogram and glycemia with no other findings. The etiology was listed as related to the implant procedure, and not related to the device or therapy. The event resulted in an urgent care visit. A medical/non-surgical intervention was taken on (B)(6) 2016. The event resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that prior to the patient delirium, they had a psychotic crisis. The patient fell from their own high and had mid skull trauma on (B)(6) 2016. Observation of the patient's surgical wound was performed and the wound was found to have opened. The patient had an episode of aggressiveness. The issue was stated to be related to the implant procedure. A simple skull CT was performed, and a previous subdural hematoma was noted, although it was stated to be unrelated to the trauma. On (B)(6) 2016 the patient had an urgent care visit and observation performed related to the reported delirium. Laboratory testing involved a hemogram, ionogram and glycemia. There were no findings except for the post-surgical aggression. Organic mental syndrome was ruled out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the etiology to related to the device or therapy and not related to the implant procedure. The signs symptoms/event were also updated to include that the patient fell from their own height with mild skull trauma. No further complications are anticipated.